Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/17/2024, it was reported by a sales representative via sems (B)(4) that an ar-12990n scorpion¿ needle, knee had the tip break inside the patient when it hit the tibia by placing the suture backwards (see photo). All broken pieces were retrieved from the patient. The case was completed successfully with no further information provided. This was discovered during a meniscal root repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/27/2024: there was no case delay reported. They used another scorpion needle to complete the case. There were no adverse effects on the patient due to the issue. No attachment was being used with the needle. Only a "0 fiberwire" was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Since the complaint device was not returned and no evidence of the failure was provided, neither a physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use (dfu-0392-sub-eo, warning for scorpion products). Additional contributing factors may include excessive force used to pass the needle through the scorpion instrument or failure to inspect the instrument prior to use, as outlined in the directions for use (dfu-0255-eo) for arthrex hand instruments. E. Inspection and maintenance 1. Arthrex instruments are precision medical instruments and must be used and handled with care. Inspect the instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. 2. Pre-use inspection criteria a. Hand operation functional test: without the use of excessive force, squeeze handles together and verify the jaw and tip squarely meet with no visible gaps when closed. Spread handles apart and verify the movement is free and non-restrictive and that movement is seen at the distal end. Repeat two times minimum. Verify devices with cutting ability and sharpness of points and edges. B. Distal end integrity visual inspection: I. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement or discard if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges.